Event description:
It was reported that the expiratory one-way valve in the patient cassette was stuck in the, "closed" position during the system check-out tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The anesthesia workstation including the patient cassette with the inspiratory and the expiratory one-way valves were inspected by a company representatives during a visit at the hospital. The reported event was not reproduced and there was no indication of stickiness, nor were there any signs of any residue that may have caused the expiratory one-way valve to get stuck in 'closed' position. An evaluation of the test logs did not show any proof of the reported stuck valve during system check-out. The inspiratory and expiratory valve sub-test is a visual test were the user checks that the inspiratory and expiratory valves are moving properly. Previous investigations of similar failure modes have been performed in which different methods to simulate a stuck plate/disc have been used. The plate/disc was exposed to saline, human saliva, and water which were added to, and then extracted from, a co2 absorber. When performing the simulation method above, it was possible to reproduce the event with a stuck plate/disc but, we do not have any evidence that these simulation methods correspond to what made the one-way valve to get stuck in the 'closed' position at the hospital. The root cause of a stuck plate/disc has not been possible to fully determine by the performed tests and analysis.

Event description:
(B)(4).